Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm vollure¿ xc in perioral lines and 1 ml of juvéderm voluma® xc in chin. Patient experienced "lacerated nodules." Hcp later reported that the patient had an abscess on the right cheek and suspects it was due to dental source. There are some pending biopsies and there may be possibly a tooth removal. The symptoms have not fully resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00665 (allergan complaint (B)(4). This MDR is being submitted for the first suspect product, juvéderm vollure¿ xc.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.